Event description:
It was reported that the patient experienced pain that the ipg site and protrusion. Reported, there was no wound. Surgical intervention took place wherein the ipg was explanted and replaced with a smaller ipg to address the issue.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.